Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Pump thrombus/thrombosis is a known potential complication associated with all patients implanted with vads. The for use addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device remains implanted.

Event description:
It was reported that the patient had elevated laboratory values. There was a raise in power consumption was seen.

Manufacturer narrative:
Additional information received on 08/01/2016 states that the patient was admitted and received lysis 50mg. The patient's anticoagulation at the time was controlled. The patient has been discharged home is reported to be doing fine. (B)(4) was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements prior to release. Analysis of the log files revealed there were no alarms recorded for the 14 days leading up to the event date. Pump parameters were within normal operating ranges. There is no evidence to suggest that a device malfunction caused or contributed to the event. There is no evidence to suggest that a device malfunction caused or contributed to the event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.